Event description:
It was reported that during use in a knee arthroscopy procedure, the burr produced metal shavings that were not retrieved. There was no reported injury or delay related to this event.

Manufacturer narrative:
Investigation findings: unable to complete an investigation on the product used because it was not returned to conmed linvatec. A review of this product's history from year 2000 to current indicates only one (1) other customer report for metal shavings. This report indicates no patient injury and an investigation of the product that was returned did not confirm galling or any signs of damage. Conmed linvatec will continue to monitor this product for failures.